Event description:
Customer reported a malfunction on pump after it was hit against a chair while attached to the belt clip. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump with updated software would be sent, with training available through their tandem source account. They were instructed to return the malfunctioning pump using a pre-paid ups label and acknowledged these steps.